Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of display anomaly and damage on the insulin pump. The customer's blood glucose level was 6 mmol/l at the time of the incident. The customer stated that they fell on the pump while playing soccer. The customer stated that the display turned black and white and blinked non-stop. The customer stated that the pump did not have any cracks. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics assembly. Unable to performed displacement test due to display anomaly. Device was received with cracked keypad overlay at select button, cracked retainer, scratched case and keypad overlay texture damage.